Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer experienced a continuous elevated blood glucose level of 415 mg/dl at the highest. Customer delivered a bolus to address elevated blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.